Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon stated that on his final firing on the sleeve, he had a blue reload loaded in the gun and after firing he noticed there were no staples in the tissue and that the knife blade had transected the stomach, leaving a hole. The surgeon was able to reload the stapler with another blue reload and fire it again medial to the hole where he originally cut the stomach tissue. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.